Manufacturer narrative:
A field service engineer has been on site and found that the control cable from the user interface, was pulled out of the pc1778 board. Both the cable and pc board were replaced. The replaced parts have been requested for investigation but not yet received. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
(B)(4).